Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a red rash, almost like a burn, where the sensor is. Patient stated that since (B)(6) 2013 the rash has gotten worse because it now has liquid in it. The location of the alleged rash is where the adhesive is. Patient reports that this rash can be itchy and irritated. Patient did not seek any medical intervention. At the time of the call patient reported feeling fine, only itchy.